Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on unknown date due to high blood glucose with blood glucose of 26 mmol/l. The customer did not experience any symptoms related to high blood glucose. The customer was treated with insulin drip. The insulin pump will not be returned for analysis.